Event description:
The customer reported a portion of the system failed to boot to a usable state and locked the system up. No pt serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The collimator interface connections were evaluated and reseated. The system was tested and found to be working as intended and returned to service.